Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) level was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a correction bolus via the pump to address bg level. During troubleshooting with tandem customer technical support (cts) it was discovered that residual air was not removed. Cts educated customer on the users guide for removing residual air. A new cartridge was loaded and customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not returned.